Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2026, UDI#:(B)(4) , implanted: (B)(6) 2025-, explanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (0.500 mg/day) via an implantable pump. It was reported that the patient was experiencing a return of pain symptoms along with medication withdrawal symptoms. The patient reported they were in a car accident in (B)(6) 2025 and the symptoms began to show up two days after that event. A dye study was performed in (B)(6) 2026 and showed a compromised catheter. The patient underwent revision surgery on (B)(6) 2026. The hcp reported seeing a tear in the pump segment portion of the catheter upon visual inspection of the pump pocket. This portion was replaced with a new pump segment and connected to the existing spine segment. The catheter was successfully aspirated and a dye study was performed to confirm there were no other compromised sections of the catheter. The issue was resolved at the time of this report.